Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3- device not returned, single use.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on unknown dates using direct tested nasopharyngeal samples. This report addresses result two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed an unknown date within the last two months. Confirmation testing was performed on an unknown date via pcr (platform: smart gene) and generated negative results. The patient was reportedly symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229068 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m229068 and test base part number 192-430 / lot m229068. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. H3 other text : other - device not returned; single use.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on unknown dates using direct tested nasopharyngeal samples. This report addresses result two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed an unknown date within the last two months. Confirmation testing was performed on an unknown date via pcr (platform: smart gene) and generated negative results. The patient was reportedly symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.